Event description:
It was reported that this pacemaker potentially exhibited undersensing and loss of capture (loc) on the right atrial (ra) channel. Technical services (ts) reviewed the device data and noted possible atrial undersensing and loc associated with the non-boston scientific ra lead. No adverse patient effects were reported. This pacemaker remains in service.